Manufacturer narrative:
A supplemental report is being submitted for investigation completion and device evaluation. Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported low flow event was confirmed through log file analysis which revealed a sudden decrease in power consumption and estimated flow on (B)(6) 2021 to parameters below normal operating range. Ninety-nine (99) low flow alarms have been logged since (B)(6) 2021. Failure analysis of the returned pump revealed that the device passed visual examination and dimensional verification. Post-explant functional analysis was not possible since the driveline was too short to be able to splice the driveline and then conduct functional testing. Internal pathological report revealed no evidence of thrombus within the device. Information received from the site indicated that in addition to the low flows, the patient experienced shortness of breath and exacerbation of heart failure. The ventricular assist device (vad) thrombus was suspected. The patient was treated with heparin and dobutamine prior to the vad exchange procedure. Of note, it was reported that upon the explant the fibrous tissue was seen covering the inflow cannula of the pump. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation and available information, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, inflow cannula obstruction and/or poor vad filling. Per the instructions for use, device thrombus and worsening heart failure are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with shortness of breath and exacerbation of heart failure. The ventricular assist device (vad) exhibited a low flow with low flow alarms and inflow thrombus was suspected. An echocardiogram, transthoracic (tte), transesophageal (tee) and computerized tomography (CT) scan were performed and revealed a vad thrombosis. The patient was placed on heparin and dobutamine prior to being taken to the operating room (or) for vad replacement. The vad was removed from the left ventricle (lv) and there was no clot seen in the pump, however a large fibrous tissue /pannus material was covering the inflow cannula. No further patient complications have been reported as a result of this event.